Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed after several restarts of the system. A philips field service engineer (fse) supported by calling the customer to get the information as the customer did not request philips service for this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. After several restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.